Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and reported that flaps were too small and off-center, sitting inferiorly in both eyes (ou). The surgeon applanated the cone too low on ou. The treatment was aborted and a bandage contact lens (bcl) was placed. Patient returned on (B)(6) 2021 and photorefractive keratectomy (prk) was performed ou and bcl's were removed. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no complaints. Patient reported symptoms are not interfering with daily activities.